Manufacturer narrative:
Per (B)(4) - final report: additional information, including operative notes, x-rays and if patient experienced any trauma, has not been provided by the reporter in order to progress with the investigation of this event. The appropriate device manufacturing records have been identified and reviewed. The devices were manufactured between august 2021 and march 2024. All the parts conformed to material and dimensional specifications at the time of manufacture. As no information requested was provided by the reporter, no further investigation can be conducted, and the root cause of the reported fracture is considered as not determined. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity and taperfit revision of all components after approximately 7 months and 1 week due to fracture of the acetabulum.

Manufacturer narrative:
(B)(4)- initial report. Additional information, including operative notes, x-rays and if patient experienced any trauma, has been requested in order to progress with the investigation of this event. Available information will be detailed in a supplemental report. The appropriate device details have been requested. The relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / taperfit revision of all components after approximately 7 months and 1 week due to fracture of the acetabulum.